Event description:
During a paranephric tumor removal procedure, the clips could not be loaded normally. Clip jumped out and dropped into the pt's body. It was retrieved from the pt's body by performing re-operating.